Manufacturer narrative:
(B)(6). This report is for an unknown radial stem. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported only as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported only as (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the radial head prosthesis was removed on (B)(6) 2017 due to stem loosening from the bone. The patient was originally implanted in (B)(6) 2016. The stem was found to be loosened from the bone postoperatively; the head was still tight to the stem. All hardware was removed intact. The device was easily removed and the surgery was successfully completed with successful patient outcome. No additional hardware was implanted. Concomitant device reported: radial head (quantity 1). This report is for one (1) unknown radial stem. This is report 1 of 1 for (b)(46).